Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs on (B)(6) 2009 alleging an error 2 message on his one touch ultralink meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2009 and obtained the following information: on (B)(6) 2009 in the morning, the patient obtained a reading; however, does not recall the reading. He did not exhibit any symptoms and took his insulin based on carbohydrates and ate breakfast. At around 11 am, the patient was "out of it" and attempted to test several times; however, obtained an error 2 message. His daughter contacted paramedics, and the patient ate a piece of candy in the meantime. The patient's blood glucose was tested on the paramedic's meter and obtained 56 mg/dl. The patient was treated with sugar water and a sandwich. The paramedics was with the patient for 15 minutes and the patient felt better after eating. The patient's blood glucose was tested on the paramedic's meter prior to leaving and the reading was in the mid 100's. The patient was not taken to the hospital. The test strips were in good condition and the technique of applying blood on the test strip was correct. Issue was resolved via troubleshooting. Meter is not a new product (out of box). Error 2 occurs when inserting the test strip into the meter. Product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event, since the patient was able to obtain a blood glucose reading earlier that day and took insulin based on carbohydrates are not based on meter result. The patient exhibited symptoms prior to testing. There is also no delay in treatment, since he treated himself with candy, and also received treatment from the paramedics. The complaint is being reported since the error 2 message was not resolved.